Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml via an implantable pump. The patient went in for intrathecal baclofen pump replacement for normal eri (elective replacement indicator). Upon aspirating the catheter they noticed catheter was not patent. The patient had no signs or symptoms of withdrawal. No known reason why catheter was not patent and no known cause for this event. The patient did not receive any therapy changes. The reservoir or volume was checked and they received 9ml of baclofen more than they expected which indicated that the patient was not getting the full amount of drug. 16.5 ml was expected volume and they pulled back 25.5 cc of baclofen indicating that there may be something wrong with the catheter. A new catheter was placed and the old catheter was tied off. The full system working now. The new pump and catheter was primed and healthcare provider requested a decrease in dosing for a new starting dose. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 17-feb-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.